Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce an undetected downstream occlusion during testing. Downstream occlusion test were performed with the unit passing.

Event description:
It was reported that a device was unable to detect a downstream occlusion during preventative maintenance testing. There was no patient involvement.